Event description:
After an implantation period of approx. 74 months, it was reported that the device shows the eri status. Patient has been hospitalized and is being monitored. The device remains implanted and the explant is scheduled. Should additional information be received, this file will be updated.

Manufacturer narrative:
Update received: this device was explanted on (B)(6) 2022.

Manufacturer narrative:
Update received: this device was explanted on (B)(6) 2022. The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated, and the memory content of the device was inspected. The eri battery status was activated on october 25, 2022. Furthermore, the inspection revealed that the battery voltage decreased faster than expected. However, the current consumption was normal. At a next step the ability of the device to deliver therapies was verified. No anti-bradycardia pacing pulses were present as a result of the battery state of discharge. During subsequent analysis the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. The current consumption was normal. The battery was disconnected from the electronic module. The electronic module was attached to an external power supply to check the functionality of the electronic module. A thorough investigation did not show any abnormality. All therapy functions were available and worked as expected. There was no indication of a malfunction on module level. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery. Next, the battery was opened for destructive analysis. The inspection of the inner assembly identified internal short circuit, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation.

Manufacturer narrative:
Update received: this device was explanted on 31-oct-2022. The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated, and the memory content of the device was inspected. The eri battery status was activated on october 25, 2022. Furthermore, the inspection revealed that the battery voltage decreased faster than expected. However, the current consumption was normal. At a next step the ability of the device to deliver therapies was verified. No anti-bradycardia pacing pulses were present. During subsequent analysis the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. The current consumption was normal. The battery was disconnected from the electronic module. The electronic module was attached to an external power supply to check the functionality of the electronic module. A thorough investigation did not show any abnormality. All therapy functions were available and worked as expected. There was no indication of a malfunction on module level. The battery was sent to the manufacturer for further analysis. The analysis is still ongoing. Should relevant information become available this investigation will be updated.